Manufacturer narrative:
Additional information: h3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 21oct2022. The filter being retrieved at the time of the event was a cook gunther tulip, which had been in place for three months. The filter was not embedded within the caval wall.

Manufacturer narrative:
Summary of event: as reported, during a procedure involving retrieval of a gunther tulip inferior vena cava filter, which had been in place for three months, a cloversnare 4-loop vascular retriever could not collapse the filter. The filter was not embedded in the caval wall. The filter was looped on to the end of the snare, and the user attempted to pull the filter into the catheter; however, the filter would not collapse, and the tip of the catheter frayed. The filter hook started to bend, so the user stopped using the complaint device and another device of the same type was used to complete the procedure successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint returned one cloversnare¿ 4-loop vascular retriever to cook for investigation. The blue sheath was kinked 21-centimeters from the hub. The clover snare catheter was also kinked at 11.5-centimeters from the white cap. Tip damage was not noted on the retrieval catheter. Kinks noted on the outer sheath and catheter were not reported by the customer; it is possible that the damage occurred during shipping/return of the device. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU warns that excessive force should not be used to manipulate or retrieve foreign objects. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure unrelated to manufacturing or design deficiencies contributed to this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during a procedure involving retrieval of an unspecified inferior vena cava filter, a cloversnare 4-loop vascular retriever could not collapse the filter. The filter was looped on to the end of the snare, and the user attempted to pull the filter into the catheter; however, the filter would not collapse and the tip of the catheter frayed. The filter hook started to bend, so the user stopped using the complaint device and another device of the same type was used to complete the procedure successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Occupation: lead tech. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.